Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported their wireless recharger is not charging their implanted neurostimulator since 3 days ago, saturday. Patient said the 3 lights are flashing rapidly green. Worked with patient to reset the charger while on and off the dock. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Additional information has been received that patient received the new wireless recharger. Patient said they saw a "1725 error code" on the handset. During call patient was able to start an implant charging session successfully. The patient was seeing the implant battery charging in the recharger application, therapy was on but implant battery showed 0%. Patient had excellent recharger connection. Agent reviewed information about recharging expectations and instructed patient to continue charging implant. Patient called back for assistance checking the battery charge level. Agent walked patient through how to check implant with communicator and dbs therapy application. Therapy showed on and implant was at 50%. Patient understood the information.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(4), ubd: , UDI#: h3. Analysis of the wireless recharger wr9200 (serial #:(B)(4)) revealed that the recharger was unresponsive. The led's scroll c ontinuously and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.